Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has no flow or not ventilating. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The field service engineer replaced the blower and corrected the problem. No parts were returned for further investigation. No root cause can be determined.